Event description:
It was reported the patient presented for a routine generator exchange. Prior to the procedure, fluoroscopy revealed the right ventricular lead had externalized conductors. The right ventricular lead was capped and replaced on (B)(6) 2023. The patient was discharged following the procedure.